Event description:
Patient reported right side treatment by "reposition the implant", and the device was re-implanted. The implant was recalled and pain in breast. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error (device handling problem).

Event description:
Patient reported right side treatment by "reposition the implant", and the device was re-implanted. The implant was recalled and pain in breast. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6; d4; g1; h6.